Manufacturer narrative:
The surgeon monitor was returned to medtronic for analysis. Analysis revealed that when connected to a known good system the returned monitor displayed a blue image. The red signal was missing. After a short time, the display went blank. The display had also broken free of the chassis on one side of the monitor. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the system. The monitor and monitor cable were replaced. The system then performed as intended. Device manufacturing date, unavailable. Other relevant device(s) are: pn: 9733623, ln/sn: unk and pn: 9733571, ln/sn: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-08-28 (B)(4) (hcp, rep): medtronic received information regarding a navigation system being used intra-operatively of a electrode and probe placement procedure. It was reported that the surgeon and staff cart monitors were flashing blue on the top and were black on the bottom. Another navigation system was brought in. At the end of the case the clinical specialist did a couple power cycles of the alleged damaged system and couldn't reproduce the issue. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome. Additional information was stated on 2019-09-12 that the manufacturer representative reported that the issue happened again. It was not flickering, but the screen was darker and would not come on sometimes. He was unable to replicate, but it continued to happen.